Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to deliver 17 inappropriate anti-tachycardia pacing (atp) and nine electric shocks for an atrial arrythmia with rapid ventricular response (rvr). It was noted therapy did not convert the rhythm. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.